Event description:
It was reported by service report that there were no controls working at the foot board. It is unknown if there was patient involvement or if there were adverse consequences to report.